Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. During follow up with the key market it was reported that the device multiple power supply error codes (35 v supply failed, 5 v supply failed, 3.3 v supply failed). It was recommended to replace the motor control (mc) pcba to resolve the issue; however, the customer declined to have the device repaired by philips. It could not be confirmed if the customer's issue was resolved or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 111b ((post) check vent: 35 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. The key market noted that the device displayed error code 111b ((post) check vent: 35 v supply failed). It was then reported that the issue involved the motor control pcba. The investigation is ongoing.